Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they saw the patient recently. Patient continues to claim ¿battery does not hold a charge¿. It was at 70% when the rep interrogated. Rep and patient initiated a charge and in about 30 minutes it went up to 80%. The ins position is challenging ¿ recessed in a fold so charging antenna does not lay flat. It is likely taking longer than usual to charge for this reason. When asked about whether they tracked and wrote down their charging sessions, pt said they ¿left it at home¿. Rep stated the recharger appears to be functioning normally, other than it is in a difficult position. Rep also encouraged pt to charge it up to 100% when they charge so it lasts longer. The last time patient did that was early december.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated that is how the device was implanted. Patient continues to claim ¿battery does not hold a charge¿. It was at 70% when rep interrogated. Rep initiated a charge and in about 30 min it went up to 80%. The ins position is challenging ¿ recessed in a fold so charging antenna does not lay flat. It is likely taking longer than usual to charge for this reason. When asked about whether she tracked and wrote down her charging sessions, she said she ¿left it at home¿. Recharger appears to be functioning normally, other than it is in a difficult position. Rep also encouraged her to charge it up to 100% when she charges so it lasts longer. The last time she did that was 12/9.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient reported they charged ins (while sleeping) to 100% about an hour and a half ago and now ins was at 30%. Caller stated they spoke to patient over the phone and verified what patient was looking on the controller and patient indicated controller now plugged in and showed 70% with ins at 30%. Caller mentioned patient has an ongoing problem of letting ins depleted and has also come in to the office on a group with 4 programs but then only 1 program is actually turned on. The caller was not with the patient. The caller was redirected to have patient keep diary of charging sessions for a few days and then meet with patient and review tablet recharge stats. Caller asked if there were any known issues with controller issues with showing wrong information or turning programs off and technical services (tss) reviewed that given what has been reported and patient's history, it is unlikely that the controller is the issue and more likely the patient may be pressing buttons erroneously and may need further education. Tss reviewed it would be unlikely the ins would go to 100% to 30% in 1.5 hours but given numbers reported, more likely the patient may have been reading battery levels incorrectly. Tss didn't collect external serial numbers as caller wasn't with the patient. Additional information was received from a manufacturer representative (rep). The rep reported that the cause was not determined of the ins going from 100% to 30%. Patient will be tracking their recharging sessions until their follow up appointment which will be compared to clinician tablet recharge data.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.